Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Insulin was also received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons had to pressed four to five times in order to respond. Customer's blood glucose was unknown. Insulin pump will be replaced.